Manufacturer narrative:
A visual evaluation of the returned device revealed that the proximal end of the push catheter was buckled. The guide catheter was stretched and broken in two pieces. The proximal portion of the guide catheter with the hub was not returned. The distal end of the guide catheter was bent/kinked, most likely due to the suture embedding inside the guide catheter during retraction or deployment. There was no visible damage to the stent. The functional evaluation could not be conducted due to the broken guide catheter assembly. Based on the damages found on this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter could not be retracted for stent deployment. The guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.